Manufacturer narrative:
(B)(4). The incident unit has been rec'd and is under eval. When the generator eval is complete a f/u report will be submitted. The electrosurgical pencil was not returned for eval.

Event description:
The customer reported that the unit self-activated when a unk type of pencil was in use during a procedure. There was no pt injury involved with the occurrence. The site biomedical engineer was not able to duplicate the reported problem at the site.